Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm opened up the unit and did not find any evidence of blood inside the device. The stm checked the diagnostic fault logs and found only gas loss alarms. The stm was unable to confirm the reported failure. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that a blood back event occurred on the cs300 intra-aortic balloon pump (iabp), during use on a patient. No injury or death was reported.